Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis was choosing products for cases when the user did not select those products. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis was choosing products for cases when the user did not select those products. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was choosing products for cases when the user did not select those products. The technical support specialist dialed into the station, logged in as carefusion admin, updated the keyboard and display drivers, and rebooted the station. After confirming functionality, an email was sent to the customer. The case was closed following several follow-ups. The system functioned as intended after the technical support specialist troubleshot the issue.